Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-18261. Reference MFR report: 1627487-2013-18262. The pt reported she is experiencing an uncomfortable stinging/burning sensation at the ipg site when stimulation is on. The pt stated she was told a lead may have pulled out of the header. The pt also indicated she is experiencing intermittent stimulation and having to frequently charge her ipg. Follow-up info indicated the pt's issues began after a fall. Diagnostic testing revealed low impedance readings on all lead contacts. X-rays indicated a dis-figuration at the header. Surgical intervention will be taken at a later date.